Manufacturer narrative:
The reported event was confirmed. Evaluation found the cap was detached from inflation funnel. The edges of the inflation funnel were smooth and regular. The exact cause on how and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol.

Event description:
It was reported that the inflation valve was off from during pretest. It was later reported per sample evaluation, it was observed that the cap detached from the inflation funnel.